Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the device failed returned instrument test/evaluation testing due to a failure of volume accuracy of fill 1 drain 1 and fill 2.

Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to out of specification volumetric accuracy measurements and a timeout while waiting for fill 2 to start. The rite volumetric test results were fill 1: 822.2 ml, drain 1:822.8 ml and fill 2:14.1 ml. Volumetric accuracy testing was performed with the original piston foam and failed. Inspection revealed a cracked door piston and deteriorated piston foam. Pal test article foam was installed and volumetric accuracy test was performed and passed. Original piston foam was reinstalled and the device again failed volumetric accuracy testing. The assignable cause of the rite volumetric accuracy failure in fill 1 and drain 1 was determined to be deteriorating piston foam. The door piston and foam will be scrapped and replaced during device servicing. The device was subsequently forwarded to service. Issue number: (B)(4). A service history review found no issues that may have contributed to the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.